Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information was available.